Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that, the patient experienced infusion set leakage issue on (B)(6) 2024. The set was leaking at the cannula region. The leakage issue led to hospitalization as the patient went into diabetic ketoacidosis state and blood glucose level was over 22 mmol/l during hospitalization the patient had symptoms like not feeling well. The treatment received was insulin intravenously. The patient was released after 3 days from hospital. No further information available.